Manufacturer narrative:
(B)(4). The hosp site in japan has indicated the incident pencil was not saved and therefore, no further investigation is possible.

Event description:
The customer reported that during preparation for surgery, the activation tone went off without touching button. It was not used for pt.